Manufacturer narrative:
This report is submitted on march 27, 2024.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device subsequent to sustaining a head trauma. The device was explanted on february 27, 2024 and the patient was reimplanted with another cochlear device (specific date not reported).